Event description:
Yesterday morning, I was filling the reservoir of my medtronic paradigm insulin pump when a problem occurred. I was filling my reservoir, as usual. When priming, all but 20 units of the insulin was pushed out into and out of the tubing prior to the piston reaching the base of the reservoir. I thought that was weird and refilled the reservoir to try again. This time it happened again, but not as badly. There were still 60 units in the reservoir. I looked at the piston and it seemed to be at the base of the reservoir. I decided (wrongly) to insert the infusion set to my abdomen, and call technical support to ask if they had any ideas about what had happened. Prior to making the call, I went out to tell my husband about it and took out my reservoir to show him there was only 60 units in there, but there were no longer 60 units, there were 20. I hoped I had seen wrong, but I hadn't. It was so wet at the end of the needle already that I hadn't been able to tell the insulin was still being administered from the pressure that built up behind the reservoir, and about 40 units had been given. I normally have a total daily dose of about 30 units, so a 40 unit bolus is enormous. I gave myself glucagon, at about 40 glucose tabs, drank two (B)(6), and vomited multiple times after that, but I made it out alive. I think others may not have been as lucky, as I wanted to report the problem even though I know this problem is known by medtronic already (I received a notice in the mail and was reminded by technical support). I just don't think a product should be out there that can cause this type of problem for a pt. I know it will never happen to me again (I know what to look for now), but I'm very sure this could kill someone. I have been reminded to look out for moisture on the top of the reservoir and to not insert an infusion set. This all seems like common sense, but if this happened to me (someone who has worn a pump for 15 years, and is a medical professional), I feel like it could happen to anyone. The reservoir was ref# mmt-332a, lot# h8945866. The quick-set tubing and infusion set was ref# mmt-339, lot# 658014.